Event description:
A minimally invasive surgery on the lumbar spine for fusion at vertebrae l4/5, with the intended placement of 4 pedicle screws for fixation, was performed with xvision. Starting on the patient's right side, a burr was used to complete the landmark check, and instrumentation on the right l4, and then the l5 burr was done. Once the right side was completed, the surgeon moved to the patient's left side, completed a landmark check, and instrumented l4 and l5. C-arm fluoro shots showed that the left side screws were very low in the pedicel and medial. The surgeon decided to remove the screws and re-direct them under c-arm fluoro, no xvs nav. Following an analysis, the investigation team concluded that the perc-pin insertion in the ilium was sub-optimal and not properly verified, increasing the likelihood of platform instability. Although a definitive conclusion regarding the root cause of this deviation could not be reached, the data strongly suggest that it is likely due to reference frame movement. No system malfunction was detected. Given that we cannot definitively identify the root cause and can only speculate that it may be linked to the movement of the reference frame, it was decided to report this event.